Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to loss of capture, lack of pacing and confirmed product dislodgement. A revision procedure was attempted but unsuccessful due to a subclavian occlusion. The lv lead was explanted and the associated device reprogrammed. No resulting adverse patient effects were reported and the lead is intended to be returned for analysis.